Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during the implantation procedure, the right ventricular lead could not be fixed. The physician changed another lead to complete the procedure. The patient was in stable condition.